Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation (balloon). In this case, it is possible that the interaction with the moderate calcified lesion resulted in the reported difficulty to remove and subsequent material separation (balloon). There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the anterior tibial artery. The 2.50x28mm rx xience prime stent delivery system (sds) was advanced to the target lesion and the stent deployed without issue. Slight resistance was met during removal and the balloon separated from the sds. Attempts to retrieve the separated portion were unsuccessful and the balloon remained floating in the popliteal artery. Further treatment was planned for another day. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the anterior tibial artery. The 2.50x28mm rx xience prime stent delivery system (sds) was advanced to the target lesion and the stent deployed without issue. Slight resistance was met during removal and the balloon separated from the sds. Attempts to retrieve the separated portion were unsuccessful and the balloon remained floating in the popliteal artery. Further treatment was planned for another day. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.